Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the lead implant procedure, the physician noted that the connector pin of the lead was crooked. Pacemaker system analyzer (psa) testing was conducted, and no pacing was noted. A new lead was implanted. The patient was discharged.